Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states that the device is indicated for use in the coronary artery. Also, per the IFU, before use, carefully remove the system from the package and inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The violations of the IFU do not appear to have contributed to the reported stent dislodgement and the investigation determined a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device labeling.

Event description:
It was reported that during device preparation, when removing the stylet, the stent dislodged from the balloon; however, the device was not inspected prior to use and the stent delivery system was advanced through the non-tortuous vessel to the moderately calcified, anterior tibial artery lesion. It was then noted that the stent was not on the balloon and was found on the back table attached to the stylet. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.